Manufacturer narrative:
Additional information received: patient age and gender: 51yr female. Patient race and ethnicity: black or african american. Kindly confirm the exact quantity of the reported item. 1 pack (10 strips inside 1 pack) ½ in. Current status of the patient. Discharge home, no reported patient complications.

Event description:
N/a.

Manufacturer narrative:
The surgical patty (ID 801451) was returned for evaluation: device history record (DHR)- the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis - the complaint was confirmed. Product was shown to be delaminating. The lot traveler was inspected, and it was found that the lot was produced prior to the implementation of delamination inspections. Root cause- the complaint was confirmed in the evaluation. Product was shown to be delaminating. The lot traveler was inspected, and it was found that the lot was produced prior to the implementation of delamination inspections. This failure was addressed under a corrective and preventative action (CAPA) and because this occurred prior to the implementation no retraining is required. CAPA has been closed in december 2023 for the patties delamination issue. CAPA - implemented preventative actions to minimize the issue reported.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a followup report will be submitted.

Event description:
A physician reported the codman surgical patties (801451) had numerous cotton like pieces shedding off into the wound causing blockage. The pieces of the cotton were being caught inside the vascular vessels causing the flap to loose blood flow. The procedure was completed with a replacement product available from another manufacturer. The procedure was a bilateral breast reconstruction with deep inferior epigastric perforator flap: bilateral procedure.